Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that the device was not working properly and was potentially undersized. A surgical procedure was performed, during which the existing ipp was removed and replaced with a properly measured one. No patient complications were reported.